Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. No anomalies were observed during bench test. Analysis found the lower case is broken and the battery contacts are compressed. (B)(4).

Event description:
It was reported the device occasionally does not pace appropriately. The device was returned for repair. No patient complications were reported as a result of this event.